Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the home screen, on the touchscreen, is grayed out and unresponsive. No impact to customers' blood glucose level.